Event description:
It was reported that the patient experienced intrathecal baclofen (itb) withdrawal. It was noted that the patient showed "underdose symptoms" with irritability, increased spasticity, respiratory issues, and a fever of 104 degrees fahrenheit. A dye study showed the patient's catheter was still patent. It was also reported that there were no volume discrepancies in the pump. At the time of report, the patient was in the pediatric intensive care unit (picu), where he had been intubated since admission, however, he was stable. The patient was receiving oral baclofen, valium, and cyproheptadine. A bolus of itb resulted in no clear response. It was noted that the patient had a recent catheter revision by a physician at a different facility, so the plan was to return the patient to that facility for further evaluation. The drug used in the pump system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was doing well at home. It was noted that the patient didn't require any surgical intervention after adjusting the intrathecal baclofen dosage.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-9, serial# (B)(4), imp lanted: 2012 (B)(6), product type accessory. (B)(4).